Event description:
Prior to coronary drug eluting stenting treatment shaft damage was noticed. The taxus express2 2.5 x 12 mm drug eluting stent would not go over the guidewire and, therefore, was not used on the pt. There were no reported pt complications and the procedure was completed with a different device.